Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain and loss of range of motion. Legal counsel for patient further alleges that cloudy fluid, staining and synovitis were present during the revision procedure. A review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of invoice history found that two modular heads were invoiced during the primary procedure on (B)(6) 2003. It is not known which modular was implanted during the primary surgery. Review of device history records for both modular heads show that the lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: category number - (B)(4), lot number - 278440, expiration date - apr 30, 2013, manufacture date ¿ apr 17, 2003. Or the part/lot information could be: category number - (B)(4), lot number - 479130, expiration date - jan 31, 2013, manufacture date ¿ jan 6, 2003. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and loss of range of motion. Legal counsel for patient further alleges that cloudy fluid, staining and synovitis were present during the revision procedure. A review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative notes reports cloudy fluid, osteophytes, and staining and synovitis of the lining. Resorption of the anterior calcar of the femur and the posterior acetabular wall was also observed. Burnishing was noted superiorly on the head.